Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 136 mg/dl. Customer stated that she needed to change infusion set everyday. The customer was advised to call back when alarm reoccur. Customer reported alarm occurred on different infusion set, different reservoirs and on different insertion sites. Advised the customer the insulin pump and infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.